Event description:
The customer reported that a 100ml IV piggyback of potassium chloride 20 meq, infused in less than 15 minutes. The pump rate was set to 50ml/hr. The secondary bag was empty and the IV pump showed it had 87 mls left to be infused. The pt complained of pain at the IV site in the left hand. Warm soaks were applied and the arm was elevated. The pt later stated that the hand was better. No information was received indicating serous injury occurred. Medical intervention was not required. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4) although the customer has stated the set will be returned, the affected product has not been received. A follow up report will not submitted should the device be received for evaluation.